Event description:
It was reported the customer received an excessive no delivery alarm. Customer's blood glucose was 155 mg/dl. No additional information provided.

Manufacturer narrative:
Unit alarmed a21 alarm after battery change due to broken solder joint on I/b. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.